Event description:
Procedure type: cervical fusion. According to the reporter, a screw broke six-months post-operatively. No additional information has been received regarding this incident.

Manufacturer narrative:
(B)(4).